Event description:
On monday, (B)(6) 2014, the dealer was made aware on an incident with a golden tech compass sport (sn: (B)(4)) that was sold in (B)(4) of 2011. On (B)(6) 2013, the customer was driving the power wheelchair while shopping at a local mall, stopped to look at something and stoop up out of the wheelchair. The wheelchair began to drive forward and actually up and onto the customer as she fell to the ground. It is unclear whether this was a malfunction of the chair or driver error. The wheelchair caught her just above the ankle and cut her leg several inches in length and width. The wound actually severed an artery, according to the family, and she was transferred from one hospital ER to another for emergency surgery. She spent a week in the hosp and a second week in a nursing home and is currently at home and is being followed by a wound care physician. It sounds like she is on a wound vacuum pump at this point.

Manufacturer narrative:
Dealer evaluated wheelchair and found no defects. Unit is to be returned to golden technologies for further eval.